Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. In addition, the instructions for use (IFU) for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt follow-up guidelines. Etc. Without additional info or imaging, it is difficult to identify possible contributing factors that resulted in the reported or endoleak or how the device may have contributed to the event. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. The event will be trended as serious harm as the physician embolized the internal iliac because it was aneurysmal and planned placement of an additional iliac leg graft. Occlusion of critical vessels may result in additional complications, including ischemia. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaint. The risk associated with this failure mode was evaluated. The risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent initial aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. The procedure consisted of placement of a zenith main body graft, two zenith iliac leg grafts without reported incident. At a follow-up 3 months later, a distal type 1 endoleak on the right side was confirmed. On (B)(6) 2010, the physician coil embolized the aneurysmal right internal iliac artery, and planned placing additional iliac leg graft in the right external iliac artery for a later day. As of (B)(4) 2010, the additional placement has not performed. The pt's condition is unk as info was not provided by the rptr.